Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the measurement is being interrupted. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was investigated. External visual inspection found no damage. During functional testing, the module lost connection to the sensor intermittently and was unable to obtain measurements when the cable was twisted and moved around. An x-ray image showed damage to the cable near the cable connector. The customer complaint was duplicated. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported the measurement is being interrupted. No patient impact or consequences were reported.